Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the compressor motor will not start. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated at site by our field service engineer (fse) and the reported inability to start the compressor was confirmed. The power cord and the motor capacitor were replaced. The compressor was then functioning, passed all tests and was cleared for clinical use. The replaced parts were not returned for investigation. Since no parts were returned for investigation, the exact root cause of the inability to start the compressor has not been determined, but the replaced parts are most likely the cause of the event.